Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00x38mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage with struts in the middle region lifted from the crimped position. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21sep2020. It was reported that crossing difficulties occurred. Vascular access was obtained via femoral artery. The 34mm x 30mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.